Manufacturer narrative:
Result: IV pole (loose); (broken module tabs).

Event description:
It was reported by service report that the IV pole was loose, and the footboard scale plastic module tabs were broken off. It is unk if there was pt involvement or adverse consequences to report.